Event description:
It was reported that, during a routine follow-up the physician found an inappropriate shock in this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient has multiple inappropriate episodes. An x ray was scheduled and performed and after analyzing the physician decided to perform the revision of the system in two months. This s-ICD remains in service. No additional adverse patient effects were reported.